Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the injector was defective and the implant was slightly damaged by the surgeon. Additional information has been requested and received stating upon introducing into the patient eye the lens was stuck in the incision. The surgeon damaged it when he removed it with forceps. The injector was not defective, did not have any defect that could have contributed to the event. The device did not touch patient's eye. The surgery was completed during the same procedure after the change of implant. There was no consequence for the patient (no patient harm).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. No damage was observed to the device or to the lens. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned adhered to the outside of the device. A significant amount of solution is dried on the iol. No damage observed. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint "implant stuck in incision " as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. No damage was observed to the device or to the lens. The iol met specifications when dimensionally measured for edge thickness and plan view. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).